Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had ovary surgery (not related to device/therapy) on (B)(6) 2019 so they turned stimulation off. The patient noted that stimulation was off for five days and experienced "a lot of nerve pain up and down my legs and on my feet" when they turned it back on. They don't believe it to be an issue with the ins, but thinks maybe since surgery "it's just stimulating the wrong nerves now". Prior to calling, the patient said they have tried to increase/decrease settings as well as changing programs of ins, "but [they] can't find a setting where I'm not having pain or loss of urination". As a result of what was reported, the patient was redirected to their healthcare provider (hcp) for assistance in assessing the ins. No further patient complications have been reported as a result of this event.